Event description:
The customer reported experiencing a concentrated detergent alarm and overflow from the au5800 clinical chemistry analyzer. The customer stated that the au5800 instrument is automation ready (ar) and is connected to the automation line. The customer indicated that the leak originated from the instrument's daughter detergent tank. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Concentrated detergent is supplied to the daughter tank from the mother tank via a concentrated detergent supply pump which replenishes the detergent as it is used. Due to a known software problem, the command to turn off the supply pump was ignored and the pump continued to supply detergent to the tank. The customer performed the instructions indicated in the product correction letter which was distributed by beckman coulter to all affected customers in june 2013. The customer restarted the instrument to resolve the problem and no further issues were noted. Although concentrated detergent is not used in the analysis of patient samples, there is a potential for a slip and fall to occur. (B)(4).